Event description:
It was reported that the patient had a major bacterial infection of the driveline. Surgery and drug therapy was performed. While admitted, the patient also experienced arrhythmia and had surgical and other procedures.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.